Manufacturer narrative:
Additional information has been requested regarding device information, evaluation, and repair with no response. When additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations, e1, the complete name of the event site is (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp), has iab catheter alarm that has been going off frequently. Customer also mentioned that there appeared to be some condensation and blood in the tubing. Requested a picture of the tubing where she said there was blood and a picture of the catheter y-connector. It did appear to be small flecks of red in the tubing. I had customer confirm the red was on the inside of the tube, not the outside. The catheter was not a getinge product, so no complaint for disposable. I explained that blood in the helium tubing does indicate a compromised balloon, which would explain the check iab catheter alarms. Customer said she needed to go so I told her I would text her if I needed more information. And I let her know she could call or text back if she had more questions. Customer texted a couple minutes later that the blood was evident now. I replied that the helium tubing should be clamped, and the catheter should be removed within 30 minutes to avoid thrombus formation. About an hour later I texted for a follow up. No answer. A few hours after that, I texted asking if the pump was sequestered for biomed. No answer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.